Manufacturer narrative:
Device not received for evaluation at this time.

Event description:
It was reported that the ball at the end of the handle on the thoracic pedicle feeler had broken off. It was reported that a backup device was available to complete the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the reported event of the broken off handle was confirmed and a screw was found to be missing. A physical impact to the device or certain cleaning practices were determined as a potential root cause for the breakage. The device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that the ball at the end of the handle on the thoracic pedicle feeler had broken off. It was reported that a backup device was available to complete the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that the ball at the end of the handle on the thoracic pedicle feeler had broken off. It was reported that a backup device was available to complete the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The serial number of the device was updated.